Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump would not allow the customer to deliver a bolus. The customer's blood glucose level was 111mg/dl. Tandem technical support guided the customer in inputting the values and the pump did allow the customer to deliver a bolus.